Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter read inaccurately low compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2013. The patient did not specify results obtained with the subject meter; however, reported a result of ¿919 mg/dl¿ with another device, performed within 30 minutes of each other. The patient manages her diabetes with metformin pills (850 mg). Around the time of the reported issue, the patient continued to administer her usual dose of medications. The patient reportedly went to the hospital. Results obtained with the hospital meter was not specified. Treatment was also not specified. At an unknown date/ time, the patient also informed the cca that she had symptoms of ¿stomach flu.¿ at the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have her testing supplies to perform quality control testing. This complaint is being reported because the patient reportedly obtained a blood glucose result with another device suggestive of a serious injury after the alleged meter issue began.